Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the 36v power supply. The fse verified repair per established procedures. Results meet published performance specifications. Beckman coulter systems have the ce mark or ul/csa approvals which means the systems meet the electrical safety standards, are made of materials that will not support or sustain combustion, and are self extinguishing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they noticed a burning smell but no flames or smoke on the unicel dxc 600 pro synchron clinical systems. Customer also noted power supply errors. No operator exposure was reported.